Event description:
The physician noticed that the cutting wire on the device snapped when the device was bowed for cannulation. There was no pt injury and the procedure was completed with another device.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.